Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: site (B)(6), (B)(4). It was reported that on (B)(6) 2025, a 25mm epic max valve was implanted in the patient. On (B)(6) 2025, the patient presented with right upper limb paresis while sitting at rest. The patient had a complete recovery in less that one hour. There was no treatment required.